Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on or off. There was no patient involvement.

Manufacturer narrative:
Additional in h3, h6, h7, h9. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6), was performed from the date of manufacture (B)(6) 2018, to the present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device would not turn on or off. There was no patient involvement.